Event description:
A pt reported experiencing inaccurate erratic results with an ot ii meter. The pt's blood glucose results were 160mg/dl, 105mg/dl, 68mg/dl. Tests were done <10 mins apart with a difference of 49%. Pt did not experience any adverse events. No further info has been reported.